Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation reports as received condition to be reverse stop blocked. The investigation has shown that the trigger for the reverse running is blocked as complained. The review of the production history revealed that this cad ii was manufactured according to the specifications. No abnormal findings were identified. Unfortunately the exact cause of failure could not be determined. Checking the sales data and reviewing the production history the occurrence rate has been defined as less than 0.01 percent, the severity level has been classified as moderate. Based on this risk assessment there is no need for further actions. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on an unknown date, it was noted that the reverse stop was blocked on the compact air drive ii (cad ii). It is unknown where this occurred. No additional information is available. This is report 2 of 3 for (B)(4).